Manufacturer narrative:
Ring processing of this complaint, product performance group attempted to obtain complete event information, including pt information and pt status from the hospital, field contact or distributor.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy previously and caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that while the physician was inserting the device on the guide wire, he realized that the stent was not crimped on the device. It was free on the shaft. The device was not used. No additional event or pt information is available.